Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 99 mg/dl. The customer went swimming with insulin pump. Customer stated there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. Unresponsive buttons were not verified due to blank display. The device had minor scratches on the lcd window.